Manufacturer narrative:
(B)(4). Manufacturer eval / investigation currently in process.

Event description:
Inconsistent protime inr results vs. Unspecified lab system for 2 protime devices. This report is for device 1 of 2. Protime 1.3 inr vs. 2.18 inr on unspecified lab system. Pt therapeutic range is 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.